Manufacturer narrative:
All operating currents were within specification. No unexpected battery out limit alarms were noted. The pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms were noted during testing. The motor was tested outside the device and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 595 mg/dl. During troubleshooting, device was able to rewind. No motor error alarm was found in the alarm history. Customer declined troubleshooting for high blood glucose and battery out limit alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.